Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is presenting with motor rate error. No patient injury reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the plunger assembly upon receipt and the right plunger case was cracked. Functional performance was checked via the power up process. Error codes for pump motor drive off post, depleted battery error and no motor rate error were found in the device event history log. Results: the customer reported problem was not duplicated during the power up process of the investigation. Root cause of the reported event would be attributed to the depleted battery error causing the pump motor drive off post at the customer site which would be a user related issue. It was recommended that the battery be replaced, preventive maintenance performed, as well as replace the plunger assembly for physical damage, clean and grease the pump. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 4000-0106-01, d4: correction: model number: 4000.